Event description:
It was reported that the device had an elective replacement indicators when device was still at 2.93v. The message was cleared and the device was reprogrammed successfully. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.